Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a high out of range right ventricular pacing impedance measurement, however, was not listed on the previous remote interrogation report. A save to disk and memory dump were performed and were forwarded for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of device memory revealed the impedance measurement had a value of 16,832 ohms, however, this was found to be due to a single bit memory error. The true value of the impedance measurement should be 448 ohms. No resets or other memory errors were detected. The observed single bit memory error is related to diagnostics and does not effect therapy availability. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.